Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation.

Event description:
The customer reported that when activating monopolar by hand then bipolar automatically activated. No patient involvement.

Manufacturer narrative:
(B)(4). The unit was returned to a covidien international service center. The customer reported that when activating monopolar by hand then bipolar automatically activated. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. A review of the appropriate device history records indicate no entries pertinent to the customer's report were noted.